Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. It was reported that the procedure was to treat the posterior tibial artery. The 2.5x38mm esprit below the knee (btk) was not prepped and noted to feel resistance when removing the protective sheath. It should be noted that the esprit scaffold system instruction for use (IFU) lists the dual layer sheath removal to be performed prior to the delivery system preparation. In this case, it is unknown if the IFU deviation related to incorrect prep contributed to the reported event. Based on the information provided, a definitive cause for the reported issues could not be determined. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat the posterior tibial artery. The 2.5x38mm esprit below the knee (btk) was not prepped and noted to feel resistance when removing the protective sheath. The 300 non-abbott guide wire was already in place when the esprit was attempted to be advance; however, before it could advance in the anatomy the device became stuck with the guide wire. The device could not be removed independently; therefore, the guide wire and esprit were removed together. The case was aborted and no further treatment was provided. There was no adverse patient effect reported and no clinically significant delay reported. No additional information was provided.